Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered difficulty during the insertion of the impella cp. The radiologist stented the left femoral artery at first. After that it was possible to implant the impella. It was not very easy because of massive kinking. After the impella was placed, intervention was made of the last remaining vessel. Patient was stable all the time and the pump was removed in the same procedure.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the cause of the delivery issue is determined to be patient condition due to tortuosity of the vessels and massive kinking. Device history review: the device passed all the post sterile inspection checks.